Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 1 photograph showing a tube with blood between the two tubes and the customer's indicated failure mode of damaged tube (tnt leakage) was observed. Additionally, 10 retained samples were visually and functionally evaluated and no damaged tubes were found and the issue of leakage was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was glass breakage. The following information was provided by the initial reporter. The customer stated: "the tube was found damaged after collection."